Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa system. Reference medwatch with patient identifier (B)(6) for the mobile system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 100 mg/dl (mobile system) and 54 mg/dl (performa system). Customer had hypoglycemic symptoms of "shivering and sweating" at the time of these results. Customer self-treated with juice and bread and felt better. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.